Event description:
It was reported that intermittently, a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.